Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain, radiculopathy, and chronic low back pain. It was reported that the patient experienced worsening pain on (B)(6) 2018 and continued pain in their back. The patient denied a new injury. The aching in the low back and mid back was worsening. The event resulted in an unscheduled clinic or office visit. Imaging was performed on (B)(6) 2017 and on (B)(6) 2017, the results were unknown. Device diagnosis was spinal cord stimulation (scs) dysfunction. Etiology indicated that the relationship of the event to the device or therapy was related, but not related to the implant procedure. It was noted that the patient has failed multiple conservative treatments. The patient had a new trial for a different placement from (B)(6) 2018. The patient had the old system removed and a new system implanted on (B)(6) 2018. The outcome was resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.